Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received indicating a broken excel t handle. Did not occur during procedure. No patient consequence. No surgical delays. The instrument was found damaged when returned to sterile services for processing.

Event description:
1. What part of the instrument broke? The part that attach to the reamer. 2. Did it break into two or more pieces? No. 3. Please provide the lot code? I cant get the lot number for you as the item has been disposed of by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.